Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found that as received the device could not be interrogated and exhibited loss of output due to battery depletion. These issues are caused by high current drain. The high current drain was not able to be reproduced.

Event description:
It was reported that the pulse generator exhibited no output. The device was explanted and replaced.